Manufacturer narrative:
(B)(4) - endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Evar was performed (B)(6) 2011. Angiography on (B)(6) 2011 revealed a type ia endoleak and the endoleak was resolved after placement of another MFR's stent. Off-label use of device due to anatomical exclusion (neck angulation). Pt anatomy likely contributed to the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was not suitable for the procedure since the angle of proximal neck was 100 degrees and iliac artery was also tortuous severely. Moreover, the pt's complication before procedure was alcohol-related cirrhosis and anamnesis decreased cardiac function. The main body was placed as prescribed and another MFR's stents were used as iliac legs. Anatomy was severely tortuous, but the devices were placed adequately and the procedure was completed without endoleak. On (B)(6) 2011, angiography revealed unk type of endoleak. The physician decided to take f/u observation. On (B)(6) 2011, proximal type I and type ii endoleak were suspected. Then angiography revealed the endoleak was proximal type I. An another MFR's main body extender and stent were additionally placed. The endoleak was resolved and the physician decided to keep taking a wait-and-see approach. No adverse effect to the pt were reported.